Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported via reply card that implanted and explanted the intraocular lens (iol). Additional information received and stated that, the surgeon was injected the iol, the iol was noted to decenter nasally. It was also noted a posterior capsular rent was observed. The physician decided to remove the lens and replace it with the another lens.